Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2025 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 21-mar-2024 h5: no d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2025 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 26-sep-2024 h5: no .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that initially the decision was made not to change the controller because the device is included in the subgroup 3 population for delay or failure to restart. The controller was silenced. However, after a while, the controller continued to emit an audible controller fault and the patient was disturbed by the alarms and wanted to exchange the controller. The controller was exchanged, and the back up controller failed to start the vad. An attempt was made with an alternate software controller but the vad still did not start. A vad exchange was subsequently performed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. A review of the devices history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual and functional testing. Internal visual inspection did not reveal any anomalies. Log file analysis revealed that (B)(6) was the patient¿s primary controller in use during the reported event; (B)(6) were the patient¿s backup controllers. Review of the alarm file associated with (B)(6) revealed one hundred and two (102) controller fault alarms logged between on (B)(6) 2025, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) additionally revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 09:20:49, indicating a physical disconnection of the driveline from the controller, likely in preparation for the reported controller exchange. Following the vad disconnect alarm, a power down event was logged at 09:20:50. Review of the event file revealed one (1) controller power-up event on 26/sept/2025 at 09:23:09. Following the controller power-up event, one (1) vad stopped alarm was logged at 09:23:32, indicating a failure of the pump to restart after multiple attempts. Log file analysis associated with (B)(6) revealed a controller power-up event recorded on 25/sept/2025 at 23:10:19. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on 25/sept/2025 at 23:10:55, indicating that the controller power up likely occurred during the initial programming of the controller and/or the reported controller exchange. Following the controller power-up event, one (1) vad stopped alarm was logged at 23:10:56, indicating a failure of the pump to restart after multiple attempts. Additionally, one (1) controller power-up event was recorded at 23:29:58, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed a controller power-up event recorded on 26/sept/2025 at 01:23:09. Review of the event log file revealed that the controller was not in use prior to the reported event date; the controller last had power on (B)(6) 2025, indicating that the power up likely occurred during the reported controller exchange. Following the controller power-up event, one (1) vad stopped alarm was logged at 09:22:46, indicating a failure of the pump to restart after multiple attempts. Additionally, one (1) vad disconnect alarm was logged on (B)(6) 2025 at 09:23:04, indicating a physical disconnection of the driveline from the controller, likely in preparation for a controller exchange. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. Additionally, two (2) controller power-up events and respective clock change events were recorded at 09:39:06 and 15:51:47, likely due to troubleshooting. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. This is an additional finding not related to the reported event. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. Log file analysis additionally revealed a motor start event recorded on 12/jun/2024 at 09:33:28, in which motor start parameters were atypical. As a result, the reported events were confirmed. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA: pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA: pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters finding may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controllers, likely due to troubleshooting and/or controller exchange. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes, d1: controller, d4: (B)(6), h3: yes, d1: controller, d4: (B)(6), d9: yes, return date: 08-dec-2025, h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-oct-2020 / serial#: (B)(6) d9: no h3: no h4: mfg date: 08-oct-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the ventricular assist device (vad) exhibited a motor start event with starting parameters outside of the typical range and the controller exhibited multiple controller fault alarms due to the internal battery end of life. The vad and controller remain in use. No patient complications have been reported as a result of this event.